Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she realized the leak was coming from the middle of the reservoir. The customer stated that she cannot see any insulin in the pump itself. The customer stated that she redid her pump with a new site and realized that the reservoir had leaked within the 2 seals. The customer stated that the leak was between the two black lines and slightly underneath the plunger. The customer stated that the leak lasted a few hours. The customer stated that there was no insulin under the lcd display. The customer will be sent replacement reservoir.